Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting far-field oversensing in multiple atrial tachycardia response episodes. The blanking period on the right ventricular channel was reprogrammed and the crt-d remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.